Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulties to be related to the patients anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified proximal left anterior descending artery. A versaturn guide wire was advanced to the lesion and then an unspecified balloon catheter was advanced over the wire and pre-dilatation was performed. When removing the balloon, there was resistance with the guide wire and the devices were removed from the anatomy as a single unit. The procedure was successfully completed with another device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.